Event description:
It was reported that residue from the device spilled onto a patient during a procedure. The procedure was completed successfully without a clinically significant delay, and no medical intervention was reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that residue from the device spilled onto a patient during a procedure. The procedure was completed successfully without a clinically significant delay, and no medical intervention was reported.